Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 3.1 mmol/l. Customer has treated. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Damages to the lcd window, case, battery tube threads, reservoir tube lip, belt clip slot and a missing end cap sticker also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.